Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge remained static at 160 units for six hours, and then decreased to 155 units. The following day, the insulin gauge decreased from 155 units to 130 units, and remained static. Although requested by tandem technical support, the customer declined to upload the pump data logs for a log review to be performed. The customer's blood glucose (bg) level was not impacted due to the event. However, reported experiencing a low bg level, but was unable to provide a bg value. The customer consumed jelly beans and drank milk to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management. Although requested for the customer to upload the pump data logs for tandem technical support to perform a log review; no further information was provided by the customer.